Event description:
It was reported that a patient failed to follow therapy steps in the initial drain cycle of peritoneal dialysis therapy. The patient was not connected at the time of the event. During troubleshooting it was discovered that the patient was not connected to the setup after therapy had already been initiated. The technical services representative advised the patient to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional information become available, a supplemental report will be submitted.